Event description:
The patient reported that the up arrow keypad button has had a delayed response for the past six months. He noted that all button keypad symbols are worn. He stated that he wears the pump in a case exterior to his clothing, and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently responsive. There was evidence of contamination found under all key contacts. It was observed that the up arrow keypad button is misaligned. Evaluation confirmed that all keypad button symbols are worn and are not legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.